Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard and labels were functional and intact. The customer's stated problem was verified by simulated use testing. Upon power up the device immediately displayed error 45985, this error code is in reference to watchdog_alarm_time. The event history log was reviewed and there were several error 45985 revealed, the log also revealed error 46221 this error is in reference to ui_to_mp_ack_retry_timeout. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results the circuit board was replaced, and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "system error 45985". No patient involvement was reported.